Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 145 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.